Event description:
Updated summary: the event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-431ag. No product return is required for mmt-7040a, mmt-332a, mmt-431ag. Mmt-1884 returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the insulin pump was exposed to water and had a critical pump error (open book image), frozen screen and the minutes did not change on the time clock. The customer also reported that there was no response from any button and the insulin pump had a crack on the battery tube side case also received a sensor updating alert. Blood glucose value at the time of event was 271 mg/dl. The hyperglycemia was treated with manual injection. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was partially performed for high blood glucose event as the customer declined further troubleshooting. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for fluid in pump (pump exposed to fluid). Customer reported that pump was exposed to moisture but there was no visible fluid in pump. Troubleshooting was partially performed for keypad anomaly. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump had not been exposed to altitude change. Troubleshooting was performed for display issue. Customer reported a frozen display screen with no response from button presses. Time clock advanced. Pump alarm occurred prior or during the frozen display. Error table indicated the pump should be replaced. Troubleshooting was partially performed for critical pump error/open book image error. Customer reported damage to the pump. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. Troubleshooting was performed for sensor alert and non-serialized product being replaced. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. The thump software was unsuccessful due to pump stuck in critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and keypad flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube) and battery tube threads - cracked. Critical pump error (open book image) alarm confirmed due to moisture damage on pcba 1, pcba 2, force sensor, motor and keypad flex connector. Unable to confirm frozen screen due to critical pump error (open book image) alarm. Unable to confirm unresponsive keypad due to critical pump error (open book image) alarm. Unable to verify high bgs. Cosmetic damage located at the battery side. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.